Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010, to treat stress urinary incontinence and pelvic organ prolapse and mesh was implanted. The pt experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No add'l info was provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary retention. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced recurrent urinary tract infection, urinary urgency, mixed urinary incontinence and hematuria.